Event description:
The patient claimed that the multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: blank screen. Performed leak test and found leakage from display lens. Disassembled the pump and found moisture residual on pcb and screen flex. Removed the keypad and found adhesive under the contacts. All buttons are no responding. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.